Manufacturer narrative:
Investigation: when I checked the actual product I received, the downstream side of the infusion filter was broken (photos 1 · 2 · 3). There were no signs of failure in the assembly operation such as adhesion failure at the damaged part. In addition, in the shipment test in all past production lots of this product (target jis tensile strength standard: no abnormality is found when applying a load of 15 n for 15 seconds. In the sampling inspection n = 8), abnormality is recognized. I had not done it. From the above findings, it was estimated that the event occurred due to some external stress. The filter manufacturer has confirmed that it has met the bending strength standard value of 3.175 kg or more. In addition, in our manufacturing process, a 100% appearance inspection was carried out just before packaging, and a tensile test for sampling was also carried out as a shipping test, and a record showing abnormalities was not confirmed. From the above results, it was estimated that there was no product abnormality at the manufacturing stage for the filter alone and for the entire infusion set. Therefore, it was estimated that the event occurred after shipment of the product, due to the external stress generated in the product during transportation or in use, but the timing of the external stress was identified it did not come to.

Event description:
It was reported with the use of the IV set/20drop/2cq/re/f/std/105cm there was an issue with leakage from the root of the broken filter.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not owned by bd. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the IV set/20drop/2cq/re/f/std/105cm there was an issue with leakage from the root of the broken filter.